Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the air or fluid did not come on as easily as it should have during a vitrectomy procedure. The iop (intraocular pressure) control was on at the time of the event, however the eye "went soft". The surgeon did some adjustments on the parameters and the case "went well" without impact to the patient.